Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with high blood glucose levels and no delivery alarms. Customer's blood glucose level was 582 mg/dl when he first called. Customer treated with a syringe. Customer performed a 5.0u fixed prime and stated that the insulin did exit. Customer was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. Customer stated that he feels the issue is with the reservoirs. No further assistance needed.